Manufacturer narrative:
(B)(4). Evaluation, results: from the information provided the cause of the misaligned openings cannot be determined; inaccurate placement; use for patent ductus arteriosus. Evaluation, conclusions: from the information provided the cause of the misaligned openings cannot be determined; use for patent ductus arteriosus.

Event description:
Additional information was received as follows: the 24-month post-procedure follow-up showed the maximum aneurysm diameter was 42mm with no issues noted. The 36-month post-procedure follow-up was not carried out since the patient did not show up (it was confirmed that the patient was alive) with no issues noted.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a patent ductus arteriosus (pda) approximately one month ago. The lesion is located in zone 4. The proximal neck diameter is 40 mm and the distal diameter is 30 mm. There was no thrombus and no calcification. It was reported that a talent taa stent graft was inserted into the distal part of the pda. During expansion of the stent graft, the proximal spring (covered spring) was misaligned (reference file #2953200-2011-00612). The misaligned spring was corrected by withdrawing the delivery system and the spring converted to the proper alignment but the implanted position was one spring distal from the planned position. A second talent taa proximal main was inserted into the proximal lesion and the proximal bare spring was misaligned again. By withdrawing the delivery system, the bare spring converted to the proper alignment but the stent graft was implanted with an overlap into the previous implanted distal main. A third talent taa proximal main body was inserted into the proximal lesion and again, the bare spring opened with misalignment (reference file # 2953200-2011-00615). By withdrawing the delivery system slightly distal, the proximal main body was implanted normally with sealing in the proximal zone. Next a proximal extension was implanted into the most proximal zone. The procedure was ended without endoleak and/or any clinical event due to the misaligned springs. No clinical sequelae were reported and the pt is fine. Reference file # 2953200-2011-00612, 2953200-2011-00615.